Event description:
A system operator reports a conventional pt with residual/induced cylinder (astigmatism) following refractive surgery on both eyes. This report is being submitted for the left eye; the right eye is being submitted under manufacturing report #1061857-2007-00023. Pt records provided indicate approximately two years following the original surgery, the pt rec'd an enhancement for a monovision outcome. Prior to the enhancement, the left eye exhibited a decrease of 2-lines bcva and induced astigmatism of -.25 diopters. Thirteen months following the enhancement, bcva in the left eye improved to within one line of pre-op bcva and at twenty-two months post-op, enhancement bcva returned to pre-op measurement (20/15). The left eye continued to exhibit -.25 diopters of astigmatism. Add'l pt records were rec'd and indicated twenty-six months following the enhancement on the left eye, the astigmatism has totally resolved.

Manufacturer narrative:
The complaint investigation/evaluation is in progress.